Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert identified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the pump into a known working outlet for at least 30 minutes, and follow-up attempts by technical support included leaving messages and sending an email, but no further action was deemed necessary.